Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the lesser curvature of the stomach during a procedure for peptic ulcer bleeding performed on (B)(6) 2025. During the procedure, the physician was unable to deploy the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.